Manufacturer narrative:
The device a was returned for analysis. The reported premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that case circumstances are the likely cause for the reported difficulties. It is likely that the device was inadvertently handled during preparation. The tip was inadvertently grasped and pulled such that the stent was slightly pulled out of the distal sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after opening a 6.0x100mm absolute pro self-expanding stent system (sess) it was noted that the stent had been partially exposed outside the system. The sess was not used and there was no patient involvement. A new 6.0x100mm absolute pro stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.